Manufacturer narrative:
It was not possible to ascertain specific device information from the article or to match the reported events with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. The main component of the system from the first event; other applicable components are: product ID neu_unknown_ext, lot # unknown, product type extension; product ID neu_unknown_lead, lot # unknown, product type lead; product ID neu_ins_stimulator, lot # unknown, product type implantable neurostimulator; product ID neu_unknown_ext, lot # unknown, product type extension.

Event description:
Moens, m., petit, f., goudman, l., de smedt, a., marien, p., ickmans, k., brouns, r. Twiddler's syndrome and neuromodulation-devices: a troubled marriage. Neuromodulation : journal of the international neuromodulation society. Summary: the occurrence of twiddlers syndrome in subjects with neurostimulator devices is poorly understood and might be influenced by age, sex, bmi, use of medication or psychologic disorders. Reported events: it was reported that a patient who was implanted with an implantable neurostimulator (ins) for spinal cord stimulation (scs) was diagnosed with twiddlers syndrome. X-ray imaging identified twisted leads and retraction of the connection with the electrode. It was noted that while a macroscopic breakage could not be diagnosed through the x-ray images, surgical revision revealed breakage of one of the extensions. It was reported that a patient who was implanted with an implantable neurostimulator (ins) for spinal cord stimulation (scs) was diagnosed with twiddlers syndrome. X-ray imaging identified a total rupture of the extensions due to traction of the ins device.